Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow and an alert 113 (reduced water temperature control). The target was 37.0c and the patient temperature was 37.1c. Also stated the arctic sun device was working fine and then patient went for computerized tomography (CT) scan and had been getting low flow since. The user had already switched out device but still getting low flow. The user disconnected and reconnected pads using proper technique but there was no change in flow. The user ran diagnostics and the flow rate was 2.1 l/m, the inlet pressure was -7 psi range and the circulation pump command was 60%. With reconnect flow rose up to 1.6 l/m but when either of other two pads were connected the flow decreased. Mss advised to switched out pads. Asked user to save the current arctic gel pads and they would call back in an hour.

Event description:
It was reported that the arctic sun device was getting low flow and an alert 113 (reduced water temperature control). The target was 37.0c and the patient temperature was 37.1c. It was also stated the arctic sun device was working fine and then patient went for computerized tomography (CT) scan and had been getting low flow since. The user had already switched out device but still getting low flow. The user disconnected and reconnected pads using proper technique but there was no change in flow. The user ran diagnostics and the flow rate was 2.1 l/m, the inlet pressure was -7 psi range and the circulation pump command was 60%. With reconnect flow rose up to 1.6 l/m but when either of other two pads were connected the flow decreased. Mss advised to switched out pads. Asked user to save the current arctic gel pads and they would call back in an hour. Per follow up via phone on 09jul2021, it was stated that the therapy was completed with the arctic sun device and the arctic gel pads were not changed out. Nurse stated that the patient was rewarming properly. There was no patient identifiers available. The arctic sun device was not sent to biomed after therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.